Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel was flushed with anios clean detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around the elevator were manually cleaned anios clean detergent, lta medical brushes (ref # d3748), olympus maj-2319 distal end flushing adapter, and olympus maj-1888 single use soft brushes. The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a soluscope drying cabinet and stored horizontally in a cantel surestore. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. All channels tested positive for one (1) cfu of coagulase-negative staphylococci. The distal end tested positive for less than one (1) cfu of a microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii duodenovideoscope. On (B)(6) 2022, all channels tested positive for sixteen (16) colony forming units (cfus) of staphylococcus warneri and three (3) cfus of lactobacillus species. The forceps channel tested positive for nine (9) cfus of staphylococcus warneri. On (B)(6) 2022, all channels tested positive for ten (10) cfus of staphylococcus capitis. The forceps channel tested positive for nine (9) cfus of staphylococcus capitis. There was no report of contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.